Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that pockets off bus in half height drawer 4.1. A field service engineer (fse) inspection of the pyxis module controller had indicated a communication issue with the drawer controller. Fse reseated the drawer and retractor connections were, and the system was retested with no issues noted. Fse replaced network cable due to cable damage as a part of preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies were not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.